Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer reported that the insulin pump shut off. The customer's blood glucose was 340 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating current measurements. No unexpected low battery, failed battery test or off no power alarms were noted. No blank display or display anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken battery cap. The pump was received without the original pump belt clip. Unable to verify the damage on the pump belt clip.